Event description:
On 30 of jan 2008, the sales rep reported that both drivers in the kit were having difficulty threading into the screw head. There was no pt contact.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unk. The sequoia drivers were recalled and the office recall & emergency coordinator was notified of the action taken. Further investigation is pending.